Manufacturer narrative:
The device has been returned to animas and evaluated on 08/10/2016 with the following findings: the pump base was cracked between the keypad and the case seal. The returned battery cap was able to fit securely. The pump was unable to power up and was completely unresponsive. The reported issue was duplicated. There was no visible evidence of moisture observed from outside the pump. The pump failed a leak test as a result of the casing damage. Moisture corrosion was found on the cgm module and on the power supply circuit.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.